Manufacturer narrative:
Initially it was only reported that the unit failed during patient transfer without a detailed failure description. Later with an integration update it was reported that the unit was shutting down during transport. According to the summary report (B)(4) (dated 2020-01-24) the machine was tested for functionality and charging. Unit operated as it should. In addition, a pure sine wave inverter is required as a suitable power supply for the device. This information was provided to the customer. The unit was released for clinical use. Due to the fact that the unit operated as it should the reported failure could not be confirmed. A most probable root cause is of label use by user error. The rotaflow is not designed for transport. This information is contained in the rotaflow instruction for use in the following section: rotaflow IFU / 4.2 / en / 13, page 10, chapter 2.1.4 intended environment. As the unit shutted down during patient transport a relationship between the device and the complaint is given. The occurence rate is below the acceptance rate, thus no remedial action required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint number: (B)(4).

Event description:
Initially it was only reported that the unit failed during patient transfer without a detailed failure description. Later with an integration update it was reported that the unit was shutting down during transport. Complaint number: (B)(4).